Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s dexcom g7 glucose readings were not displaying on the ilet pump while readings were visible in the ilet app, with fingerstick glucose of 193 mg/dl and a reported glucose of 192 mg/dl prior to successful re-pairing; after guided pairing and code entry, the ilet app displayed 172 mg/dl. Symptoms included hyperglycemia. Outcomes included no injury and no medical intervention or hospitalization. Investigation included guided troubleshooting and education focused on device pairing and connectivity. Investigation of this case revealed a pairing failure limited to the ilet pump interface while the sensor functioned, consistent with a communication or setup issue between the cgm and pump. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity error resolved through re-pairing.